Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube). Device was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test or verify rewind anomaly due to unresponsive buttons. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that left and down keys did not function sometime on unlock screen, longer rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis